Event description:
It was reported this right atrial (ra) lead exhibited noise. The cause of the noise is unknown. Subsequently, the device was surgically abandoned and replaced. No additional adverse patient effects were reported.